Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2009. According to the complainant, the physician began deployment of the stent within the left hepatic duct and then successfully reconstrained the stent to adjust positioning farther into the duct. When the physician had partially deployed the stent approximately 60% of its length, he again attempted to reconstrain the stent to adjust positioning. The complainant reported difficulty and resistance, and was unable to reconstrain the stent. The partially deployed stent was removed through the scope. Upon examination, it was reported that the sheath appeared to be damaged, and had "bunched up and compressed the stent." The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4) - stent, partially deployed; internal/external. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).